Manufacturer narrative:
It was confirmed that the fse went onsite and was unable to detect any odor issue. The sterrad equipment was tested and found to be in working condition and within normal operating specifications. No anomalies were identified. This complaint file is no longer reportable as odor was unable to be confirmed.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the site. The vacuum pump oil, oil mist filter, catalytic converter were replaced to resolve the odor/smells and haze/mist/vapor issue. Unit meets specifications and was returned to service. Reporter phone #: (B)(6). Asp complaint ref # (B)(4).

Event description:
A customer reported a burning smell and/or smoke emitting from the sterrad® nx sterilizer. There is no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.